Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received the motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The drive support cap was appeared normal. The insulin pump was not exposed to high magnetic field. The troubleshooting was performed. The customer was advised that insulin pump needs to be replaced and advised to discontinue the use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No e70 alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).